Manufacturer narrative:
Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2003, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2003, product type: programmer. Patient product ID: 3998, lot# lb3440, implanted: (B)(6) 2003, product type: lead. (B)(4).

Event description:
Additional information stated the system hadn¿t worked for the past 3 years. It was noted the patient was told that leaving the components in ¿would not hurt anything, there was something wrong.¿ upon further review the information previously reported pertaining to the broken lead 3 years ago is covered in a previoulsy submitted report (manufacturer report # 6000032-2010-00669).

Event description:
It was reported that there was a shocking or jolting sensation. The patient reportedly had a broken lead "a few years ago" and the healthcare provider (hcp) decided to turn off the device "so that she would not have to feel the shocking sensations and battery was depleting." It was further stated that three years had passed since device was turned off. The patient reportedly felt pain at lead location and felt that "something was happening" with the lead. In "certain" positions when lying down, the patient reportedly felt pain which "lasted for an hour." It was noted that the patient felt it was in the same area as the incision. There were no falls or trauma. It was stated that the device "was off and not shocking [the patient] but [she] felt it was shocking in [her] head." No further information was given. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
(B)(4).